Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient reported no longer having hearing perception with the device. There is a hard bump behind the right ear at the bottom of the surgical incision, approximately an inch in diameter. The recipient indicated that the bump was painful to the touch and pain radiated downward when palpated. The timeline as to when the bump was noticed is unclear. Family did not note a trauma or blow to the head; however the child started wrestling this year. Head protection is worn when wrestling. The recipient was re-implanted.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported no longer having hearing perception with the device. There is a hard bump behind the right ear at the bottom of the surgical incision, approximately an inch in diameter. Patient indicated that the bump was painful to the touch and pain radiated downward when palpated. Family did not note a trauma or blow to the head; however the child started wrestling this year. Head protection is worn when wrestling. Re-implantation is planned.